Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The xience pro is currently not commercially available in the us. The product code listed and the PMA# listed is based on the predicate device (xience v) and is therefore similar to a device sold in the us.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A cine file, sent with the case, was reviewed by an abbott vascular clinical specialist and confirmed the reported complaint. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the xience pro stent did not open properly during deployment, particularly in the center of the stent. Despite post-dilatation with a non-compliant balloon, the xience pro stent was still noted to be inadequately deployed. There was no adverse patient sequela. No additional information was provided.

Event description:
A cine was received and reviewed by abbott vascular clinical and the following was noted: the area treated was a significant lesion in a heavily calcified left anterior descending artery (lad). Balloon dilatation with an unspecified balloon was performed; during which, a dissection occurs. There is minimal change in the lesion appearance. A xience pro stent is positioned and balloon is inflated. A section in the first third of the stent is not fully expanded. A balloon is positioned over this "waist" section expanding the necked area. No additional information was provided.